Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have contributed to the customer's low bg levels. The omnipod user guide states that "the size of a bolus dose depends on the factors current at the time you deliver a bolus," with "the amount of insulin on board (active insulin)" being one of the listed factors. The user guide also provides the equation for calculating insulin on board (iob) and provides examples of suggested bolus calculations (with iob factored into the calculations). Despite multiple references to iob in the user guide, the customer reported, she was unaware of factoring iob into her bolus calculations. Based on the information provided in the report, the customer's low bg levels and seizures are determined to have resulted from the customer "stacking insulin" (giving more insulin before the previous bolus of insulin has finished working) due to her unfamiliarity with bolus calculations. User guide instructions for calculating suggested bolus doses were not properly followed.

Event description:
The customer reported that she was unaware of the "insulin on board calculation" (iob), and therefore did not "account for meal boluses." This resulted in her "stacking insulin," which lead to hospitalization from low bg levels and seizures. (Specific bg levels were unable to be obtained due to the "length of time since the incident".) After a review of iob calculations with insulet product support, the customer "agreed that the low bg levels and seizures resulted from stacking" (as opposed to any device-related failure). She believes that being educated on iob calculations "will allow her to avoid any recurrence of this issue." The pod will not be returned for evaluation.